Event description:
It was reported that this implantable lead was part of the system due to infection. No adverse patient effects were reported. The implantable lead was explanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode experienced an infection. The s-ICD system was explanted and the explanted products were retained by the hospital for cultures. There were no plans to re-implant as the patient had do not resuscitate (dnr) status and was sent to hospice following the explant. No additional adverse patient effects were reported. Additional information was received. The patient's spouse contacted boston scientific and reported that the patient passed away three days later. The local sales representative later reported that the patient had a severe leg and hip infection that had spread systemically and had reached the device pocket. No official cause of death was available.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode experienced an infection. The s-ICD system was explanted and the explanted products were retained by the hospital for cultures. There were no plans to re-implant as the patient had do not resuscitate (dnr) status and was sent to hospice following the explant. No additional adverse patient effects were reported. Additional information was received. The patient's spouse contacted boston scientific and reported that the patient passed away three days later. The local sales representative later reported that the patient had a severe leg and hip infection that had spread systemically and had reached the device pocket. No official cause of death was available.